Manufacturer narrative:
An attempt to reproduce the reported event with the minimed mobile app (software version 3.1.0) installed on samsung galaxy s21 (android 15) with mmt1884 780g pump (software version 6.21u) was conducted and confirmed the issue was not reproduced. The software successfully adhered to the specified requirements and performed in accordance with the expectations specified in the software requirement and specification document: (B)(4). After conducting a thorough investigation, we have found that: the pump was not removed from the paired devices list in the android os settings after newer firmware were uploaded and installed on the pump. Therefore, gatt services table have been changed on the pump, but state stale on the phone. The phone using stale gatt services table made request to the wrong attribute causing reconnection error. To assist with the resolution of the issue, we provided the helpline team with the following steps to ensure that it is addressed effectively: to resolve the issue pt must remove the pump from the settings of the phone. 1. Open the android os settings. 2. Open the menu item connected devices. 3. Find the pump in the list. 4. Push the icon of the gear. 5. In the opened screen push the forget icon. 6. Try the pairing procedure again. And repair the pump. The helpline informed that the issue was resolved by provided recommendations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced the loss of communication between the insulin pump and the mobile application and carelink login issue. The customer reported no adverse event. The event involved product(s) mmt-1884, mmt-6101, and mmt-7333. Troubleshooting was performed. During troubleshooting, the transmitter got disconnected because the pump was restarted, and the customer was unable to disconnect the transmitter without removing everything. For the login issue, the customer was able to reset their password and successfully sign in to carelink personal. No harm requiring medical intervention was reported. No product return is required for mmt-1884. The product return is not applicable for mmt-6101. The product return is not applicable for mmt-7333.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.